Event description:
The customer reported that the device, sb936, detachable pouch 3x6" 5ea/box, was being used during a lap chole procedure on (B)(6) 2023 when it was reported, ¿prong cover (black) slips off and falls into the cavity but still in the bag sleeve.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that the device broke inside of the abdominal cavity and another sb936 was used to retrieve it. The procedure was completed with a few minutes¿ delay. This report will be filed as a voluntary distributor report. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.